Manufacturer narrative:
The returned device was analyzed and the reported allegations of pump malfunction was confirmed. Based on a review of all available information, the cause of the reported event was due to failing to activate and requiring more than 8lbs of force to activate.

Event description:
It was reported that the patient underwent a revision procedure due to the difficulty pumping the device with an inflatable penile prosthesis (ipp). During the procedure the physician troubleshooted by pressing the pump inside and outside of the patient, the pump worked normal outside of the body but did not work properly inside the body. The ipp pump was explanted and a new ipp pump was implanted.